Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00925, 1627487-2022-00926, 1627487-2022-00927. It was reported an open wound was present in the patient¿s head and the leads were exposed. Surgical intervention took place on (B)(6) 2022 wherein a wound washout and closure was done. Patient was placed on two weeks of IV antibiotics, vancomycin and cefriaxone. Cultures were taken.

Manufacturer narrative:
It was reported an open wound was present in the patient¿s head and the leads were exposed. Surgical intervention took place wherein a wound washout and closure was done. Patient was placed on two weeks of IV antibiotics, vancomycin and "ceftriaxone". Cultures were taken. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the wound has closed and there are no signs of infection.